Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd veritor¿ system for rapid detection of group a strep clia-waived kit, one (1) kit contained a positive qc swab that was wrapped in rsv labeled packaging. The customer noted the positive qc swab appeared to be for group a strep, as the correct positive result was obtained, but the packaging was incorrect. There were no health impact or consequences reported.

Event description:
It was reported when using the bd veritor¿ system for rapid detection of group a strep clia-waived kit, one (1) kit contained a positive qc swab that was wrapped in rsv labeled packaging. The customer noted the positive qc swab appeared to be for group a strep, as the correct positive result was obtained, but the packaging was incorrect. There were no health impact or consequences reported.

Manufacturer narrative:
Investigation summary- this statement summarizes the investigation results regarding a complaint that alleges labeling / packaging issue (mix of product) when using kit grp a strep 30 test veritor (material#: 256040), batch number 4341702. The customer reported that in one of their fifteen veritor strep kits, the qc swab was an rsv one. They went through all of the fifteen kits and verified that no other kits were affected. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were performed on the batch number provided. The results were acceptable, and no relevant issues were found. Returns were not available for investigation; therefore, no return sample analysis could be performed. Two photographs were returned and showed there was an rsv positive control swab and a strep a device showing the test line outside the strep a kit. The complaint was confirmed by the returned photo. Root cause was not determined. A trend analysis for labeling / packaging issue was conducted, no adverse trend was identified. There were no corrective actions taken at this time.